Event description:
A health care provider (hcp) reported via a manufacturer representative that and error message with error code 53 was displayed on a clinician programmer. The patient was implanted two years ago due to tremor caused by multiple sclerosis. The implantable neurostimulator (ins) was turned off by the physician to do an MRI on (B)(6) 2017. On (B)(6) 2017 when physician went to turn the ins back on, an error message stating "the battery of the ins was almost depleted. Exit the application. Code 53" was displayed. The ins was programmed to c+, 1- at 2.4 v, 90 usec, and 130 hz. Impedances were measured to be normal and the ins was at elective replacement indicator (eri). The patient did not experience any symptoms. The physician did not think the depletion was caused by the MRI. It was unknown if any additional troubleshooting was done or if any actions or interventions were taken or planned. The issue was not resolved at the time of this report. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.